Manufacturer narrative:
Patient was reported as stable post- procedure and did not suffer any permanent harm or injury due to the event. As no treatment was administered, the event caused the patient to be unnecessarily anesthetized. This is considered a patient safety risk and therefore a reportable event. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During preparation for a microwave ablation procedure of the liver, the solero applicator was successfully tested in water. The applicator was placed in the patient's liver segment 8, and the procedure was initiated. However, after approximately 10 seconds into the procedure, an error 209 error message showed on the unit display. Several attempts were made to clear the error message, including changing the saline to a new bag of chilled saline. The applicator was removed, and the solero generator was shut down and rebooted. The treating physician retested the applicator in water again, and it tested well. The applicator was placed in the patient's liver segment 5, and the error 209 displayed again when attempting to perform the ablation. The treating physician determined to abort the procedure at this time. It was reported the disposable device has been returned to the manufacturer for evaluation. An investigation is currently in process.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. Functional testing of the probe noted no issues and no temperature warnings displayed. The probe functioned as intended. The customer's reported complaint description of "error 209" cannot be confirmed, as the probe functioned as intended during testing. A root cause fot the reported complaint description cannot be determined. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).